Event description:
The distal signal showed an improper reading. The cables were changed, but the error signal persisted. The catheter was disconnected and replaced. The procedure was completed without further incident. The patient was not harmed by or as a result of the malfunctioning catheter.